Manufacturer narrative:
There is not enough information to conclude that the spacelabs monitoring equipment failed to operate to specifications during this complaint episode. The customer was unwilling to provide more information about the reported event or identify the products involved. Spacelab will submit a supplemental report should additional data become available. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from the customer that a failure to alarm occurred on (B)(6) 2021. No patient injury reported due to this event.